Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. It was observed that the readiness indicator was out of tolerance, causing the incorrect icons to appear on the device. The device download indicated that the readiness indicator should be displaying "ok" and no other icons. Root cause was determined to be the readiness indicator. The device was destructively tested. The customer received a warranty replacement.

Event description:
The customer contacted physio-control to report that their device was showing all three icons attention, charge-pak and service wrench. With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was showing all three icons attention, charge-pak and service wrench. With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient use associated with the reported event.